Manufacturer narrative:
Additional narrative: date of event is unknown. Manufacturing investigation was completed for part # 414.836, lot # 8998809. The product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of use were visible and the screw is broken at the thread of the shaft. At the threaded part of the shaft are most traces of use. A device history records review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and not confirmed because of this issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. Additional information has been requested to clarify if the reported screw broke post-operatively or if it broke during explant. Since it was not initially reported to have broken post-operatively, it was assessed at this time to have broken during removal. This event will be re-evaluated if additional information is received. Initial reporting facility phone number is (B)(6) . A device history record review was performed for the subject device lot number 8998809. Manufacturing location: (B)(4). Date of manufacture: may 23, 2014 the review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently undergoing investigation. The results are pending completion and will be provided in a supplement report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that revision surgery was performed on (B)(6) 2015 due to a broken locking compression plate (lcp). The lcp and seven (7) screws were initially implanted on (B)(6) 2015 as part of an antegrade femoral nail revision surgery (reported as complaint (B)(4)). The lcp was discovered to be broken on (B)(6) 2015. During the (B)(6) 2015 revision surgery, the broken plate and seven (7) screws were explanted and the patient was revised with an lcp broad curved plate, a lcp small plate and an autologous bone transplant. On (B)(6) 2016, the reported lcp and seven screws were returned to the manufacturer for investigation. Upon incoming inspection of the returned implants, one (1) cortex screw was discovered to be broken. The remaining 6 (six) screws were received intact. This device was evaluated for reportability on (B)(6) 2016 and was determined to be reportable. This report is 2 of 2 for (B)(4).